Manufacturer narrative:
Additional information added to d4, h6 and h10: d4 updated to lot number: 0-5820-h-01 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however photos were provided. Visual inspection observed the dialysate port was partly broken. The reported condition was verified. The cause of the break could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/14/2021.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external fluid leak from a cracked dialysate port was observed. There was no patient involvement. No additional information is available.